Event description:
Physician reports: inconsistent results on the hgb pro professional hemoglobin testing system. On (B)(6) 2010, hgb pro 10.8 g/dl, on (B)(6) 2010, hgb pro 9.9, on (B)(6) 2010, hgb pro 11.0, on (B)(6) 2010, hgb pro 12.4. Physician feels the variation in results on a daily bases on the instrument is too variable. No adverse event reported.

Manufacturer narrative:
(B)(4).